Event description:
Customer alleges he accidentally fell down stairs and the frame of his chair broke around both wheels and the seat. No injury alleged.

Manufacturer narrative:
No RMA has been initiated for this issue. Model ct6a, (B)(4) is approximately 2 years old. The owner's manual part number 1134872 rev c (may-09) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a male whose age, height and weight are unknown. The consumers medical condition, stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. The consumer stated that he accidentally fell down the stairs, thus breaking the frame of the wheelchair around both wheels and the seat. Consumer stated that he was unhurt - no medical intervention sought. It is unknown if the consumer was being transported up/down the stairs or was just too close. The owners manual states a warning on page 17, "extreme caution is advised when it is necessary to move an occupied wheelchair up or down a stairway. Invacare recommends that, if possible, the user be removed from the wheelchair prior to moving. Invacare recommends using two assistants and making thorough preparations". Consumer will call dealership to see about repairs.